Manufacturer narrative:
Concomitant products: item name: nexgen lps flex femoral component size d left, item number: 00596801451, lot number: unknown. Item name: unknown 32 mm patella, item number: unknown, lot number: unknown. Item name: unknown tibia size 2, item number: unknown, lot number: unknown. No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this lot number. Operative notes from the initial tka surgery in (B)(6) 2010 state the patient underwent left tka due to degenerative joint disease. No complications were noted. Operative notes from the revision surgery in (B)(6) 2011 state the patient underwent a poly exchange due to instability. No complications were noted. Office visit notes from (B)(6) 2016 state that x-rays revealed no evidence of abnormalities and stable position of the poly. Operative notes from the revision surgery in (B)(6) 2016 stated that the patient was revised due to instability. No infection or component loosening was noted. Only the articular surface was revised. The operative notes also state that the surgeon removed the post of the new articular surface with a saw after it was placed in order make the component essentially a cruciate retaining insert. Compatibility of the components could not be confirmed as the products from the initial surgery are unknown. Office visit notes from (B)(6) 2016 state that x-rays revealed stable position of the implants. Office visit notes from (B)(6) 2016 state that the patient is having trouble with leg pain and tightness, with the pain being worse with physical therapy. Per the nexgen cr-flex and lps-flex package insert (87-6203-883-22, rev. -), any component with damage found or caused during setup or insertion should not be used. The package insert also states lps-flex femoral components are not intended for use with cruciate retaining articular surfaces. Altering the post of the lps-flex articular surface is off-label use. Per the articular surface risk assessment, implanting a damaged articular surface can lead to pain, osteolysis, and revision. It appears that the patient¿s leg pain and tightness are due to the off label use of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain after a total knee revision surgery.